Event description:
It was reported that the customer was in a car accident and was in the hospital for a week. During this time, their bgs were constantly fluctuating and the doctor was concern the pump was dispensing improperly. The troubleshooting conducted indicated the pump was working properly. Sent a tubing clamp and advised to call back in order to test the high pressure alarm.